Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) was the result of patient conditions. The recurrent mitral regurgitation (mr) is the result of the slda and the recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and major surgery are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 4. Despite poor imaging and assumption that the case may need to be aborted due to the amount of calcification, one clip was implanted, reducing mr to 2. On (B)(6) 2020, the patient had unspecified symptoms with recurrent mr. A control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Therefore, the patient had mitral valve replacement and is doing fine. No additional information was provided.